Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): invalid result. The user reported that their test did not produce control (ctl) lines, and they confirmed that they performed the test procedure correctly. Purchase at cvs.

Manufacturer narrative:
Case outcome: refer to cpus260137 form b investigation report (previous investigation for the same issue). Retention samples from lot: rfc5118004 were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed. The following fields are updated: b4: "date of this report" - date of this follow-up report. G6: "type of report" - follow-up #1. H2: "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6: "adverse event problem" - event problem and evaluation codes are updated. H11: "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Invalid result. The user reported that their test did not produce control (ctl) lines, and they confirmed that they performed the test procedure correctly. Purchase at cvs.